Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2015-01925.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 450 mg/dl. The customer stated that because she was unable to get the insulin pump to calibrate, the insulin pump went into threshold suspend mode. She complained of vomiting and almost needing to go to the hospital. The most recent blood glucose reading was 127 mg/dl. She was advised that the sensor was responding to glucose changes. The customer also reported that the sensor did not penetrate skin. She was advised that the serter would be replaced. Nothing further reported.